Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure a resolute onyx drug-eluting stent was implanted in the ramus. On the same date patient suffered elevated cardiac enzymes post pci which investigator noted is related to periprocedural myocardial infarction. Investigator has assessed event is not related to device or paclitaxel. Patient is recovering.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
In correction supplemental MDR (which corrected the antiplatelet relatedness) the aware date should have been (B)(6) 2018 and not (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigator assessed that the event was not related to antiplatelet medication. (Paclitaxel was stated in error in initial MDR). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ae term has been updated to non q wave mi (tv), 3rd udmi peri pci in the ramus. Cec assessed the mi as non q wave mi, 3rd udmi peri pci in the ramus. Side branch occlusion was reported by cec. The patient recovered. Safety assessed the event as possibly related to the device but not related to anti-platelet medication. The event date was updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The investigator assessed the event as having an unlikely relationship to the antiplatelet medication and the device. If information is provided in the future, a supplemental report will be issued.